Event description:
It was reported that noise was noted on a remote transmission. Noise was noted after an adaptor was connected to a df4 subcutaneous defibrillation lead. When the lead was connected directly to the device the noise was not found. The physician suspected that the cause of the noise was a poor connection. The adaptor was explanted and a new defibrillation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5019, adaptor, (B)(6) 2014. (B)(4).